Manufacturer narrative:
The device was returned within the microcatheter for evaluation. Upon removal, the implant was noted to be detached within the microcather. The marker band was present, as was the distal ball; the complete implant was returned. The distal end/heater coil section of the pusher was noted to be intact. The distal end of the monofilament in the pusher was examined. A tail was found, signifying a potential tensile break. Based on the investigation and provided information, the complaint of a detached implant can be confirmed. The specific root cause of this complaint is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that while attempting to retract a coil from an aneurysm, the coil unexpectedly detached from the pusher. The pusher wire was removed and the detached coil was retrieved with a snare device. There was no reported patient injury. The current patient's status is reported to be good.